Manufacturer narrative:
(B)(4). Product returned is under evaluation.

Event description:
Customer complains of low results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 250-275mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 108mg/dl and 106mg/dl fasting. Reviewed meter memory: 1: 122mg/dl on (B)(6) 2015 01:00:00 pm fasting: yes. Customers concern:122 mg/dl. Customer complaining his meter is reading low. Customer ran a blood test with his new trueresult meter and obtained a result of 122 mg/dl. Customer then ran a blood test with his accucheck meter and obtained a result of 296 mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 250-275mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 108mg/dl and 106mg/dl fasting. Reviewed meter memory: 1:122mg/dl (B)(6) 2015 01:00:00 pm fasting:yes. Customers concern:122 mg/dl. Customer complaining his meter is reading low. Customer ran a blood test with his new trueresult meter and obtained a result of 122 mg/dl. Customer then ran a blood test with his accucheck meter and obtained a result of 296 mg/dl.